Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices are pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was no audible alarm. There was no patient involvement.

Manufacturer narrative:
The investigation of the reported malfunction was completed for both devices and the issue was confirmed; the devices had a broken/damaged component. The devices were repaired in the field and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported there was no audible alarm.  There was no patient involvement.